Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The recurrent mr was a cascading effect of the tissue injury. The cause of the reported fever was unable to be determined. The reported patient effect of tissue injury, recurrent mr and fever, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2026, follow up examination revealed tear in posterior leaflet. Recurrent mr of grade 4+ and fever was reported. The patient was referred for surgical intervention. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.